Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported maxplus connector struck down, spraying both the nurse and the pt. No pt harm or medical intervention occurred. No further pt/event info was reported.